Event description:
The customer called in response to a letter sent to him, and he stated that he does not have any reservoir affected by the recall. The customer mentioned that two weeks after receiving the insulin pump he was hospitalized due to the insulin pump, and the event happened a couple years ago. The customer stated that he is not longer using the insulin pump. Attempted to follow up with the customer several times without results. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.